Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The date of manufacture was not available at the time of filing. The clinician reportedly cycled power and returned the unit to service.

Event description:
The hospital reported that, during a case, the bag/vent switch did not function as expected. There was no reported patient injury.